Event description:
A report was received that following a lead revision procedure, the patient was experiencing headaches and nausea and was admitted to the hospital for observation. The patient was treated with ondansetron for the nausea and aspirin for the headaches and released the following day.

Manufacturer narrative:
This is the final report.